Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned on (B)(6) 2019 due to high thresholds. The physician thought it was microdislodged. It was reported that the day after, the threshold value was still high. The physician is considering this event was dependent on rate setting.